Manufacturer narrative:
The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, battery cap contact damaged, corroded battery tube, and corroded battery tube spring. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the battery tube. Battery cap contact damaged was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on a crack on the back and crack on the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed on bumped/dropped/cosmetic damage. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1880 was returned for failure analysis.